Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed reading error while loading the IV (intravenous) line in the trauma services unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received which determined that the reported alarm (previously reported as an undetermined alarm) was a system error 23501 (board heartbeat failure). The problem code of se 23501 is a high level notification ¿alerting¿ the user there has been loss of communication between the two (2) processing boards as a signal was not sent within the expected timeframe. This is a non-halting error and will not stop an active infusion. The clinician has the option to continue the infusion or stop the infusion to power cycle and resume therapy which takes less than 1 minute to complete. It is unlikely that se 23501 would result in death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.